Event description:
Consumer complaint of about high blood results. (B)(6) of clinical medical services states the customer received very high results, 250mg/dl. The customers expected results do not exceed 100 mg/dl.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. (B)(6) of (B)(6) states the customer received very high results, 250mg/dl. The customers expected results do not exceed 100mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.